Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse noted that the arms did not slide as smoothly as they should. Fse cleaned and lubricated the arms to resolve the issue.

Event description:
A customer reported to beckman coulter that while troubleshooting a stuck crane of the stockyard unit on the power processor, the customer accidently cut his fingers on the pulley. The customer was treated per needlestick protocol. The wound was cleaned, dressed, and a tetanus shot was administered.